Manufacturer narrative:
Citation: clementy et al. Outcomes associated with pacemaker implantation following transcatheter aortic valve replacement: a nationwide cohort study. Heart rhythm. 2021 dec;18(12):2027-2032. Doi: 10.1016/j.hrthm.2021.06.1175. Epub 2021 jun 17. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes associated with pacemaker implantation following transcatheter aortic valve replacement (tavr). All data were collected from multiple french centers between january 2010 and june 2019. The study population included 49,201 patients who were predominantly male with a mean age of 82.4 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients 8,920 were implanted with a medtronic corevalve (n = 3,482) or evolut r (n = 5,438) bioprosthetic valve. No unique device identifier numbers were provided. Among all patients 8,454 all-cause deaths occurred, 6,483 of which occurred during long-term follow-up. The authors noted risk of a ll-cause death was higher in patients with a permanent pacemaker implant. However, no further details were provided on these death events. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: arrhythmia requiring permanent pacemaker implant, congestive heart failure requiring re hospitalization, mitral and tricuspid regurgitation, and infective endocarditis. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.